Event description:
It was reported that a tandem mobi cartridge alarm occurred, causing the customer to load a new cartridge to clear it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully resumed insulin delivery after the alarm by loading a new cartridge. Technical support instructed the customer to remove the cartridge and perform a 9-unit bolus to ensure the alarm would not recur, which completed successfully. The issue was resolved with no further alarms recorded, and the customer planned to fill a new cartridge after the support call.